Event description:
New information received indicates that the device exhibited additional post paced t wave oversensing.

Event description:
New information received indicates that programming changes were made. The patient was in stable condition.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited post paced t wave oversensing. Programming changes were discussed but not made. The patient was in stable condition.